Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone called that the reservoir has a leak and they had air bubbles. The customer blood glucose was 14.0 mmol/l . Customer allowed for insulin to warm to room temperature prior to filling reservoir. The customer was unable to remove the air bubbles and was instructed to change the set. The reservoir will be returned for analysis.